Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2020 wherein the entire system was explanted.

Manufacturer narrative:
The reported event of ineffective stimulation could not be confirmed due to insufficient product returned. Lead extensions were cut and incomplete; consistent with explant procedure. Only two terminal end segments were returned and passed electrical testing. No root cause was identified for reported event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02371. Related manufacturer reference number: 1627487-2020-21952. Related manufacturer reference number: 1627487-2020-21953. Related manufacturer reference number: 1627487-2020-21954. Related manufacturer reference number: 1627487-2020-21955. It was reported that the patient experienced ineffective therapy and stopped using the system. Patient does not prefer any troubleshooting performed. In turn, surgical intervention may take place at a later date to address the issue.